Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d9, h3, and h4. The information included in d9, h3, and h4 was inadvertently omitted from the initial medwatch report. Please see updates to h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image failure was unable to be identified.olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b5, h2, h10 olympus will continue to monitor complaints for this device.

Event description:
It was further reported that no video was observed during colonoscopy operation and the same device was used to complete the operation.

Event description:
The customer reported that image problem was noted with the evis exera iii video system center during procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that a 180 series scope was utilized, and image was obtained initially. However, after five minutes of use, the video became dark, but the power of the light source and the video processor were on. The customer was able to power cycle the device to continue the procedure. Tac instructed the customer to wiggle the maj-1430 cables and connectors, but no issue was found. The customer requested a field service engineer (fse) to be dispatched onsite to further troubleshoot the problem. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.